Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a set leak during an insulin infusion, which resulted in the patient becoming hyperglycemic . The user noticed leakage around the 4th day of use.